Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Healthcare entity reported that after an anterior chamber intraocular lens implant surgery, the pt experienced cystoid macular edema and endothelial decompensation of cornea. The iol was explanted and another iol was used with corneal transplant. On (B)(6) 2014 the cornea was re-epithelialized. Additional info has been requested.